Event description:
It was reported that the stent deployed prematurely while the delivery system was advanced over the wire. The location of the stent was not disclosed. The procedure was completed successfully without the stent. The pt was reportedly in a good condition. No further info was provided.